Event description:
It was reported that the pump has a free flow problem. No pt injury involved. No visual physical damage on the pump. The anesthesiologist reported that it seemed to be under-infusing. Upon investigation, the biomed discovered that the pump was over-infusing and free flowed while in off position. Testing was done with the pump out of the lockbox with the bag hanging on the pole. Free flow did decrease when tested in the lockbox i.e. The bag and pump at the same level. There are no considerable visual damage to the pump. There are a few "nicks" on top of the pump and the door is about 1/16" of an inch from being flush with the pump.

Manufacturer narrative:
Results: device was confirmed to have a bent door, which results from being dropped. The bent door was discovered during routine maintenance and can directly cause overinfusion and/or free flow. Conclusions: device was repaired to specification. The door assembly was replaced, the pump fully tested per procedure. The door assembly can become bent when dropped or damaged from use.